Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2023 with complaints of shortness of breath and productive cough. Upon admission, they were diagnosed with acute on chronic heart failure and acute kidney injury on chronic kidney disease. The patient was made comfort care and their implantable cardioverter defibrillator (ICD) was deactivated on (B)(6) 2023. The patient passed away on (B)(6) 2023 at an inpatient hospice facility.

Event description:
Additional information was received that the renal dysfunction was not determined to be caused by the device or device therapy. The patient had a history of chronic kidney failure stage 3 and renal insufficiency dating back to 2019, before implant. During this admission, the patient presented with a creatinine level of 4.4. Their previous baseline was 1.5-2.2. The death was not considered to be device related and the device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: it was reported that heartmate 3 lvas (left ventricular assist system), serial number (B)(6), operated as expected, and that the patient's outcome was not device or therapy-related. It was determined that this event does not meet the requirements of a complaint; however, this record will remain a complaint in epiq as an initial medical device report has already been submitted to the united states food and drug administration. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use and patient handbook outline potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, as well as information regarding system function. No further information was provided. The manufacturer is closing the file on this event.